Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed active exhalation control module (aecm) testing as part of pre-check testing. The device was not in use on a patient at the time of the occurrence. No harm or injury was reported. Philips service determined the aecm test failure required replacement of the 3-way solenoid and proportional valves to address the issue. Device repair has not yet been completed. A final report is being submitted. If new or additional information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting, follow up/supplemental reporting will be completed.